Event description:
Pt called spontaneously to report that her cadd legacy pump on 335999 is emitting 2-tone alarm when placing cassette on pump. No message regarding malfunction is being displayed. No adverse effect reported. Pt used backup pump and malfunctioning pump will be replaced. No other info is known. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.